Event description:
During vessel dilation and sheath insertion, it was noticed that the coating on the guidewire began to peel off the shaft. The wire was immediately removed. There was no harm to the patient or delay in providing care.